Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported via medwatch (B)(4): a portion of the match head drill broke away from the main drill. The portion that broke off was recovered without incident. It was further reported that there was no harm to the patient. No further information was provided.

Manufacturer narrative:
Correction: h10; field updated to indicate that this reported event was received via medwatch report # (B)(4).

Event description:
It was reported via medwatch (B)(4): a portion of the match head drill broke away from the main drill. The portion that broke off was recovered without incident. It was further reported that there was no harm to the patient. No further information was provided.